Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the balloon ruptured. The 100% stenosed target lesion was located in the calcified and moderately tortuous calcified superficial femoral artery (sfa). The balloon was ruptured at 6atm on the 1st inflation. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the balloon ruptured. The 100% stenosed target lesion was located in the calcified and moderately tortuous calcified superficial femoral artery (sfa). The balloon was ruptured at 6 atm on the 1st inflation. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).